Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument was checked for recognition on an in-house system. The system successfully recognized the instrument. The pogo pins did not stick and were not contaminated. Dcp verification of instrument passed. An electrical continuity test passed. The instrument was driven and moved intuitively and the grips opened and closed. An additional finding not reported was a scratch on the main tube. The distal end of the main tube had a scratch mark with light material removal. Engineering concluded the damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci s surgical procedure, the robot would not recognize a maryland bipolar forceps instrument. The instrument was not used in the procedure. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.